Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen via an implantable pump. A reservoir volume discrepancy was reported, expected 2.5ml residual volume but got 20ml. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was there were reports of escalation dose requirements but no signs of underdose. The action and interventions taken to resolve the issue was the patient was being scheduled for a catheter dye study. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.